Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 9610816-2017-00273 was submitted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they have a speaker alarm failure. No death or patient / user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.